Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fall off event on (B)(6) 2024. Insertion site was abdomen. The serialized device be replaced. No further information available.